Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05-feb-2026, a sales representative reported via (B)(4) that the ar-9621-30t 30mm tap was tapping the glenoid for a central screw per the technique guide, and the tip broke off, the piece was removed from the patient. This issue was discovered during a case with no patient harm.